Manufacturer narrative:
Event is a direct result of the initial implantation procedure.

Event description:
It was reported that the vns pt was diagnosed with left vocal cord paralysis as diagnosed by an ent eval, which was determined to be directly related to the initial vns implant surgery. The device has been programmed on, and the event is not exacerbated by stimulation of the device. No interventions have been taken at this time for the vocal cord paralysis.